Event description:
It was reported that insulin gauge on pump displayed a fill estimate amount different than expected, with pump showing 40 units when caller expected 240 units despite insulin being delivered and prior steps to remove air from cartridge being completed. There was no reported impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin when filling cartridge, cleaned pneumatic tap under guidance, repeated load process with same cartridge until pump displayed correct amount, and no further actions were needed as case was closed by technical support.